Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported. Subsequently, additional information was received indicating that the patient received software maintenance release (smr)6 upgrade as recommended and device replacement was no longer necessary. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device as this patient was found to be not monitored via remote. It seems human error was at fault with email routing. Ts stated the device data on latitude uploaded about 35 days ago. Based on battery impedance at that time, wandless zip telemetry has highly likely disabled. If wandless zip telemetry has been disabled, when interrogated by a programmer, a message will inform the user that wandless zip telemetry has been disabled. For devices with a prior voltage alertcode 1003) that eventually reach zip disablement, engineering analysis of returned batteries with high impedance indicates there is approximately 2 months between disablement of zip telemetry in the device and possible entry into safety mode via in clinic, wanded telemetry. The device remains implanted at this time and no adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.